Event description:
During verification testing at the service center, it was noted that channels 1 and 3 device door rollers and door roller pins were missing.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.